Event description:
Attorney reported: 1994 - the pt underwent a hernia repair procedure with placement of a composix kugel mesh patch. In 2008 - the pt had the mesh patch explanted. Based upon the implant date the product can not be a composix kugel mesh. Therefore, the product will be reported as an unk kugel mesh.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a f/u report when/if product is returned for evaluation or additional info becomes available.